Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a pump (B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected pump (B)(4), motor errors, or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. Pump error 82 is listed in the long trace file. The pump (B)(4) occurred at (B)(6) 2021 7:11 am. The adapt tool was utilized to search for any other unusual pump errors that may have occurred around the event date. No such pump errors were listed. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of a pump (B)(4) was confirmed during testing. The pump (B)(4) is due to a problem with the electronics. (B)(4).